Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 11 months after initial implant placement. Bone quality around the area was type 1, and oral hygiene around the implant was good. During the surgery, bone resorption was observed. Patient has since recovered.